Event description:
Note: this report pertains to the first of three devices that failed during the procedure. Refer to mfg. Report #s 3005099803-2008-5856, 3005099803-2008-5858. In 2008, it was reported to boston scientific corporation, that a resolution clip device was used during an eso hemostasis (patient age, gender, weight unknown). According to the complainaint, after the clip catheter exited the working channel of scope, the nurse tried to open the clip and realized that the clip dislodged from the catheter even before releasing it. This failure occurred twice more. The physician decided that the patient would eventually pass the clip. The procedure was completed with an unknown device. There were no complications and the patient's condition was reported as "stable."

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device has been disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.